Event description:
It was reported that during the operation on the lesser curvature for a proximal gastrectomy procedure, there was discomfort during the operation of the bipolar maryland forceps. Even though they operated to close the jaws with the controller, the jaws would not be closed. Upon checking, the white plastic part of the jaw was damaged. The bipolar maryland forceps was removed following the broken instrument removal procedure, and a part had fell into the abdominal cavity. The part was retrieved and visually checked and confirmed that nothing remained in the body. The bipolar maryland forceps was replaced with a new instrument and the operation was continued and completed. Took about five minutes to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.